Event description:
A customer contacted beckman coulter inc., (bec) and reported that they had a fluid leak in the right side of the coulter lh 750 hematology analyzer, but they could not locate the source. There were no erroneous results reported as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There was no report of death or injury and no one required medical attention. No exposure to open wounds or mucous membranes has been reported.

Manufacturer narrative:
The material safety data sheet (msds) was not reviewed, however it is readily available. A field service engineer (fse) observed that the instrument had a slow leak stemming from a cut in the sample line going through pinch valve 52 (vl52) to the flow cell (port 6) from the diff mixing chamber. The fse replaced the sample line and there were no further signs of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak is cut in the sample line tubing. Bec internal number: (B)(4).